Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The repair cannot be verified. A non-medtronic service provider checked the device, the ventilator had an air leak at the water trap and the ventilator and compressor were not building pressure, the ventilator and compressor water traps were cleaned and reinserted and both the ventilator and compressor worked properly.

Event description:
It was reported that a ventilator generated an air loss alarm. There was no patient involvement.